Event description:
It was reported that the blade flew out of the system 5 sagittal saw at the user facility. The customer was unable to provide any further information regarding the event. The device was then returned to stryker instruments for service, and during functional evaluation it was noted that there was chipping on the blade mount.

Manufacturer narrative:
The reported event of the blade sticking in the handpiece and flying out was not confirmed. However, the blade mount was chipped. A chipped blade mount can contribute to a blade being loose in the handpiece.

Event description:
It was reported that the blade flew out of the system 5 sagittal saw at the user facility. The customer was unable to provide any further information regarding the event. The device was then returned to stryker instruments for service, and during functional evaluation it was noted that there was chipping on the blade mount.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.